Event description:
This distributor became aware on 3/20/97, of an event that occurred involving a percutaneous feeding device. It was indicated the feeding tube separated as it was being pulled through the stoma site. A small incision was made to the stoma and hemastats were utilized to pull the tube through the stoma site. This same device was used to successfully complete the procedure. The pt subsequently developed an infection at the insertion site and was placed on antibiotics. The device has been destroyed by the user facility. Therefore, no failure analysis was available.